Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The applier returned with a partially loaded endoanchor visible in the housing. There was no damage observed to the applier. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 8.14v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light flashing and the back light unresponsive. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx05 postrev, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. On pressing the forward button, the endoanchor was deployed. A fractured section of an endoanchor was visible in the applier housing. The endoanchor was manually removed and another endoanchor loaded and deployed with no issue noted. The applier functionality was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
An heli-fx was attempted to be used in an unknown endovascular procedure. It was reported that during the index procedure, the first endo-suture was loaded and delivered successfully. On picking up second suture from the holding device it failed to load the endo-suture on multiple attempts. It was stated that the endo-suture was only loaded half way. Multiple attempts to reset the device was also failed. A second device was opened and the procedure completed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient is fine